Event description:
A 2.75 mm diameter x 14 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was reported to be as extremely calcified and complex. The lesion was pre-dilated. It was reported that the physician inserted the endeavor sprint drug-eluting stent and was attempting to reach the lesion site; however, extreme force was used. While attempting to reach the lesion site, the stent dislodged. It was reported that the stent was retrieved using two wires. Another device was used to complete the case. The device was discarded. The patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.